Event description:
Pt called lfs in 2004 alleging the meter failed two control solution tests. The pt performed two control tests while on the phone with lfs customer services and the results were out of the control range both times. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info was been reported.